Manufacturer narrative:
H3: evaluation summary: the device was received for evaluation. Per product evaluation, customer report of left ventricular rupture was unable to be confirmed through visual observations. Sewing ring cloth was cut around the valve on the inflow aspect. Suture holes were visible around the sewing ring. X-ray demonstrated wireform intact. No other visible inconsistencies were observed from returned valve. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from china, a valve model 7300tfx was explanted at implant to repair a left ventricular rupture caused during valve implantation. According to the surgeon, the rupture might have been caused by an issue with the valve stent. It was reported that while restarting patient's heart, it was observed that patient's left ventricle ruptured, necessitating the immediate explant of the valve to repair the rupture and rescue the patient. Subsequently, a mechanical valve was implanted in replacement. The patient was transferred to the ICU for monitoring after the procedure.

Manufacturer narrative:
Added information to section h6 (type of investigation). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Rupture/perforation of the ventricle is an infrequent but potentially lethal complication of valve replacement. There are multiple intraoperative factors to consider, including patient factors (frail, friable, or poor tissue) or procedural complications (surgical instrument), or a combination of both. If a component of the device disrupts or penetrates through the wall of the ventricle; it is typically not related to a malfunction of the device, but to implant technique, patient anatomy or a combination of both. Based on the information available, the complaint is unable to be confirmed and the root cause is likely to be due to procedural factors. An edwards defect has not been confirmed.